Manufacturer narrative:
Cerelink sensor was returned for evaluation: DHR - the lot met specifications when released failure analysis - catheter kinked 3cm and 7cm from sensor, scratches 9.5cm. Icp express = zeroing error; cerelink monitor unacceptable. Connector damaged from fluid ingress. No further testing possible. Root cause - the root cause could be determined as a mishandling of the catheter.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a cerelink sensor with incorrect values. The directlink module was disconnected and when reconnecting the patient the directlink module did not continue the measurement, customer thought that the directlink module was faulty. They tested the module with a training probe and it was working fine. Customer tried to change the cable on direct link module but the problem continued. Customer disconnected direct link module from the patient and tried a new cerelink probe. Directlink module was working fine, so it looks like the probe was not working correctly. The event led to 30 minutes surgical delay. The patient is an adult trauma patient.